Event description:
It was reported that during a low anterior resection procedure, staples were visible on only 180 degrees of the anastamosis. Physician sutured the unstapled portion of the anastamosis, which delayed the or time by 15-20 minutes. There was no reported pt consequence.